Event description:
It was reported that the customer's pump malfunctioned after being dropped, displaying a malfunction code. The impact on the customer's blood glucose level was not adverse, as levels did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump successfully, and the customer was instructed to continue using the pump and call back if the issue recurs.